Event description:
It was reported that a patient's knee penetrated the scan window during a CT scan; sustaining a cut that was treated with a pad. The initial customer information claimed the patient required surgery.

Manufacturer narrative:
UDI : (B)(4). (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The root cause was determined to be unintended user error, i.e. The operator did not properly position and strap the patient securely for the procedure. The user manual provides instructions on appropriate patient positioning.